Event description:
In reprogramming patient's intrathecal baclofen pump, attending entered incorrect reservoir volume. Before actually reprogramming she realized what she had done and so deleted the incorrect number and entered correct reservoir volume. She then reprogrammed the pump which gave an error message that reservoir volume was <20ml setting of low reservoir alarm.====================== health professional's impression======================attending informed me this has happened in the past and she was told medtronic is aware of the problem with the software. She thought medtronic was working on correcting the issue. However, our medtronic rep was unaware of this.